Event description:
As reported by the end user, during preparation for a procedure, air bubbles were observed being generated in base of the fluid delivery set chambers, and the air bubbles entered into the fluid management system. As this occurred during the preparation, there was no contact with the pt and consequently no harm to the pt.

Manufacturer narrative:
The used device has been received by the manufacturer. Upon completion of the investigation, a f/u medwatch will be submitted. (B) (4).